Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed non -sustained right ventricular oversensing due to undersensing of r waves. No programming changes were made to address the undersensing. The patient condition was great.

Manufacturer narrative:
The reported field event of non-sustained right ventricular oversensing episodes were confirmed in the laboratory due to review of stored electrograms. The device was tested on the bench using automated testing equipment and no anomalies were found.

Event description:
New information on 09/13/2017 stated that the device was removed on (B)(6) 2017 due to an unrelated reason. The patient was stable throughout the whole procedure.